Manufacturer narrative:
Product ID 3093-28, lot# va01czp, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was no stimulation sensation. The patient had last felt stimulation approximately two weeks prior. Patient typically felt stimulation on program 1 around 0.8 but they turned it up to 4-5 and still could not feel stimulation. Troubleshooting was attempted, patient switched to program two and increased stimulation over 5 and could still not feel stimulation. It was also noted there was a loss of therapeutic effect over the previous one to one and a half weeks. It was noted the patient had implant for help with interstitial cystitis and urgency/frequency and it had been very helpful up until the previous couple of weeks. Follow from the health care provider reported the cause of the event was unknown and that the patient denied any falls. Impedances were all abnormal. There was a revision of the stimulator and lead. It was noted an x-ray was taken and looked normal. Device seemed okay but after replacement the patient had a return of symptoms. Hospitalization was not required.